Event description:
The customer reported that when they press the charge button during testing, that the unit will not charge and will not deliver therapy. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that when they press the charge button during testing, that the unit will not charge and will not deliver therapy. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.